Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appeared to sinus tach or atrial tach. Boston scientific technical services (ts) discussed therapy likely delivered for dual arrhythmias. It was reported therapy was exhausted. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The detection enhancements were reprogrammed. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.